Event description:
It was reported to philips that the heartstart mrx defibrillator failed opcheck due to an inability to perform shock. The device showed a shock equipment malfunction error and displayed a solid red x and chirps. There was no pt involvement.

Manufacturer narrative:
(B)(4).